Event description:
Patient presented to the ER physician with bleeding from their implant following extensive exercise. ER physician prescribed antibiotics. Patient presented back to their inspire physician with improvement. However, physician did notice a small wound at the chest incision site and cauterized the area.